Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order.(B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens. Surgery pending to explant and exchange for a shorter lens due to pt experiencing pupillary block for 4 days despite treatment. The lens is too big. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.